Event description:
Customer reported a no delivery alarm on her insulin pump. Customer's blood glucose was 364 mg/dl. She treated with a bolus. In a fixed prime, insulin exited the tubing and the device alarmed no delivery. Customer disconnected and reconnected the reservoir and infusion set at the tubing connector and she pushed insulin through. She then reinserted the reservoir and ran a manual prime and insulin exited. Customer was advised the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).